Manufacturer narrative:
(D10) concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: 7251192. 320-42-00 - 145-deg pe 42mm hum liner +0: a001613. 320-06-42 - glenosphere 42mm: 6695708. 320-15-03 - rs glenoid plate l post aug, 8 deg, left: 7097355. 320-15-05 - eq rev locking screw: 7328425. 320-20-00 - eq reverse torque defining screw kit: a005049. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: s316691. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: 5891712. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: 7024315. 531-78-20 - shouldr gps hex pins kit: 7311956. 620-00-02 - platelet rich plasma kit with spray tips: 315590. 620-12-02 - accelerate prp 60 ml & acd-a: a20220001. A10012 - gps implant kit v2: 12000621028.

Event description:
Approximately 2 year(s), 1 month(s) and 17 day(s) post-operative of a left tsa, the patient presented with breakage of a component (screws, stem, etc.) - failed/broken humeral adapter tray. The patient underwent standard reverse with preserve stem revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely related to the device(s) and did not indicate any relation to the procedure.